Manufacturer narrative:
The device was received for evaluation. During functional testing, nonstop downstream and upstream errors were not reproduced. A review of the event history log revealed downstream and upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.. The reported condition was verified. The cause of the conditions were determined to be an out of specification downstream sensor and peeling upstream sensor. The force sensor will be calibrated and ultrasonic sensor will be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of nonstop downstream and upstream errors. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.